Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient called during fill 1, patient stated that she was awoken by moisture on her bed. When patientt woke up, she stated that her catheter had become disconnected from her patient line and that the patient line was flailing as fluid was leaking onto her bed. Patient was requesting assistance with cancelling treatment so she could remove the supplies from the cycler so she could reset up the cycler with all new supplies. Patient stated she could see no signs of damage to the connectors to have caused the disconnection. A follow up call was made to the patient's nurse who reported that there has been no patient injury. The patient was given one dose of prophylactic vancomycin via intraperitoneal route. The set was discarded.